Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system or coil used that contributed to the blistering. The injury is concluded to have been caused by a conductive material within the patients¿ clothing. Contributing factors in this case: 10 scans with high sar values (> 2 w/kg) were executed in a short period of time, allowing no cool down time for the patient. The total administered specific energy dose of 4.8 kj/kg exceeded the recommended limit of 3.5 kj/kg.

Event description:
Philips received a report related to a heating incident (striped shaped blistering on the patient¿s abdomen) on an achieva 1.5t mr system.